Manufacturer narrative:
Reporter last name: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
It was reported to philips that the ready for use indicator is cross and device had sound alert. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This is an update regarding investigation after part was returned to failure analysis lab. This pca was returned " rfu cross, non-stop beeping". This was verified in lab testing. After software was reflashed, the device passed the op check and general testing. This pca failed with software / corrupted file systems.